Manufacturer narrative:
Occupation is lay user/patient. The patient's test strips were provided for investigation where they were tested using a retention meter and retention controls. The patient's returned test strip vial contained two test strips. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.6 inr, qc 2: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined. Unique device identifier (UDI) (B)(4).

Event description:
There was an allegation of questionable inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. On (B)(6) 2021 and at 11:15 a.m., the patient's laboratory result was 1.7 inr. At 11:49 a.m., the patient's meter result was 2.3 inr. The patient's therapeutic range is 2.0- 3.0 inr.